Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was intermittently shutting down unexpectedly. As a result, defibrillation therapy may be unavailable, if it was needed.

Manufacturer narrative:
The required replacement part is no longer available due to the age of the device, and the device could not be repaired. Further root cause is unable to be determined. The device was sent back unrepaired and the customer was informed not to use the device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was intermittently shutting down unexpectedly. As a result, defibrillation therapy may be unavailable, if it was needed.